Event description:
It was reported that a malfunction alarm occurred. The pump was replaced, and the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 133 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per qs-043. The information will be used for tracking and trending purposes.